Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient complained of pain and pressure in the sinus and the implant at tooth location #3 was removed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4110, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. One imp, tsv,4.7,10, mtx, mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Based on the evaluation and dimensional analysis, device malfunction has not occurred. However, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot (1251868) revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number (1251868) for similar events (complaint category keywords: medical: other (pressure in sinus) and no other complaint was identified. The implant could not be functionally tested for the reported failure (pressure in sinus) as it is a medical event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. Based on the investigation, risk review and IFU, the probable causes for the reported event are improper technique used during placement and patient factors ¿ poor bone density (type IV). No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.